Event description:
It was reported the patient presented to the emergency room with chest pain and shortness of breath. Upon interrogation, it was determined the ventricular leadless pacemaker (lp) exhibited loss of capture and sensing. Chest x-ray confirmed the lp dislodged to the pulmonary artery. The lp was explanted and replaced with a transvenous pacemaker. The patient was in stable condition.